Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of instrument logs, a review of labeling and instrument service. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. The issue was resolved by field service. The field service engineer inspected the analyzer onsite and observed leaking from the manifold kit valves and 2-way bypass valves of the trigger/pre-trigger manifold, which were replaced and that resolved the issue. Based on all available information and abbott diagnostics' complaint investigation no product deficiency was identified.

Event description:
The customer observed a falsely elevated ipth result on the architect i1000sr analyzer. The following data was provided: sid(B)(6) initial 64.5 pg/ml, repeat 1.0 pg/ml. There was no impact to patient management reported.